Event description:
It was reported that the insulin gauge displayed an amount different from the expected 250 units, with the current fill estimate showing 215 units. There was no adverse impact to the customer¿s blood glucose level. After consulting with technical support, the customer was informed that the cartridges are single-use products and was guided through the process of filling and loading a new cartridge, successfully resuming insulin delivery.